Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I m 1 day post full hysto") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), vomiting ("throwing up"), crying ("I have been crying all day"), fatigue ("so exhausted") and abdominal pain ("soreness in the belly"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal, vomiting, crying, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, crying, fatigue, medical device removal and vomiting to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I'm 1 day post full hysto") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), vomiting ("throwing up"), crying ("I have been crying all day"), fatigue ("so exhausted") and abdominal pain ("soreness in the belly"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal, vomiting, crying, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, crying, fatigue, medical device removal and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('soreness in the belly') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vomiting ("throwing up"), crying ("I have been crying all day"), fatigue ("so exhausted") and irritable bowel syndrome ("ibs"). The patient was treated with surgery (hysterectomy leaving ovaries). At the time of the report, the abdominal pain, vomiting, crying and fatigue outcome was unknown. The reporter considered abdominal pain, crying, fatigue, irritable bowel syndrome and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event ibs was added. Medical device event deleted. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.